Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing due to post-paced t-wave oversensing was observed via remote transmission. Patient was asymptomatic. Programming changes were made, but further episodes were seen again a month later. Additional programming change was recommended and will be made the next time when the patient presents to the office.

Event description:
New information received notes that programming changes were made and patient was fine afterwards.